Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested guidance on performing a factory reset after experiencing low blood glucose episodes they associated with meal announcements being too aggressive, including a recent blood glucose value of 60 mg/dl that was treated with oral carbohydrates. Symptoms included hypoglycemia without reported neuroglycopenic or autonomic manifestations. Outcomes included resolution with self-treatment and no hospitalization. Investigation included troubleshooting and education provided by support, with instructions to contact a designated educator for further guidance and next steps regarding a factory reset. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.